Event description:
On (B)(6) 2013, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the pt presented with syncope. It was reported the device implantation procedure was complete, the pt's access sites were closed and the pt went into ventricular tachycardia followed by ventricular fibrillation. The pt expired.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-released specifications.